Event description:
It was reported that following a fall the patient lost therapeutic effect and a return of symptoms. The patient broke her hip from the fall on 2011-(B)(6). The patient was in a transitional care facility. An x-ray was taken after the fall and the lead was believed to still be in place. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer model 3037, serial # (B)(4), implanted: na, explanted: na, lead model 3889, lot # v060172, implanted # unknown, explanted # unknown.

Event description:
The health care provider confirmed the fall on the hip was the cause of the event. The lead and ins were replaced. The patient recovered without sequela.